Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display and multiple error. The customer's blood glucose level was 137 mg/dl at the time of incident. Customer reported that the insulin pump had critical pump error and had red x image displayed on the screen. Customer also stated that the insulin pump had frozen display which reoccurred after 2 hours after inserting the new battery. Customer also reported that the insulin pump had a broken force sensor was detected during seating or regular delivery. Customer was unable to successfully clear the alarm. The insulin pump will be returned for analysis.